Manufacturer narrative:
Technician replaced the power supply board and the bed functioned as designed.

Event description:
Technician reported that fluid had gotten on the power supply board. The bed had no electrical functions but the head section could still be lowered with CPR or manually.